Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for the revision was for an ipg upgrade and ability to have magnetic resonance imaging (MRI). No device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was not returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.